Event description:
It was reported that the patient had intermittent stimulation. In addition, stimulation had not been as good as in the past. This had been going on for some time and there was no clear date when the stimulation issue took place. Impedance values were high for 4 of the 8 electrodes at >40,000 ohms. The cause for the high impedance was not known and the physician did not believe it was necessary to troubleshoot any further. Since the patient desired to have an MRI safe system, the decision was made to explant and replace the entire system. Information obtained later noted that the patient was doing well with the new system. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).